Manufacturer narrative:
The cause for the difficulty experienced could not be reliably determined as the instrument could not be functionally tested due to being returned broken into several pieces.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument did not fire completely. The surgeon manually sutured to complete the procedure. No pt injury was reported.